Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It should be noted that the instruction for use (IFU) states: inspect all product prior to use. Examine the dilatation catheter for bends, kinks, or other damage. Do not use if the package is open or damaged, or if the product is damaged. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that there were a "few" times over the last two weeks where as the physician locked the syringe onto the otw trek device to inflate the balloon, it felt smooth and would not luer lock as it should. With inflation there was fluid coming from the connection between the syringe and otw trek device. The otw trek bdc was removed without difficulty with all devices. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.